Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that noise was detected on the lead. Insulation damage is suspected. Lead to be revised.